Manufacturer narrative:
Additional information: e1 - initial reporter.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical test did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant of the left ventricular lead. During the procedure the pacing impedance exceeded the upper limit. The patient became intolerant due to the prolonged surgical time, and the procedure was completed with implant of the left ventricular lead. The patient was stable.